Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of approximately 52 mg/dl. Low bg causes were not known. The customer's coworker provided assistance and the customer drank a juice to address bg. Reportedly, the customer continued to use the pump for insulin therapy.